Event description:
It was reported that pump displayed altitude alarm and insulin delivery was suspended even though pump was used within normal altitude range. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to clean speaker holes, remove and reconnect cartridge, and then load new cartridge when insulin could not be resumed, after which alarm did not recur and pump resumed normal operation.